Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator's administrative assistant reported that after 21 months of support on the lvad, the pt had a drive line infection that required irrigation and debridement. The cause of the infection was not reported and no other information was provided.

Manufacturer narrative:
The pt remains on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.